Event description:
During the wolff-parkinson-white syndrome (wpw) procedure, when removing the hd grid which was inserted through the sheath, it snared on a competitors quad diagnostic catheter and the physician did not realize. The catheter tip broke off and went into the agilis introducer along with the hd grid. Due to the entanglement within the agilis introducer, the introducer became bent and misshaped. The devices were removed form the patient without any intervention necessary. Fluoro was used to confirm there were no pieces left in the patient. There were no adverse consequences and no replacement was needed as the introducers and catheters were no longer needed.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced and the pellethane tubing and splines were corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced distal coupler, torn pellethane, and catheter entanglement is consistent with damage during use.

Manufacturer narrative:
Additional information: d1, d3, d4, g3. The lot number of the device was confirmed to be 8597579.